Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerators have been having issue; the temperature keept giving error message of "f23" and made beeping noise. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator failed to open. A field service engineer (fse) addressed multiple problems. An f23 error was reported with the refrigerator; customer was informed that the follett refrigerator was not bd equipment and advised to open a ticket with biomed or maintenance. A beeping error with the smart remote manager (srm) was resolved by cleaning and reworking the srm latch. The system was tested multiple times in diagnostics without any issues. The system functioned as intended after the field service engineer repaired the device.